Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no service history in the last 12 months. The customer¿s ¿problem was duplicated through the plunger travel test. Additionally, an alert clutch alarm was found in the event history log. The clutch lead screw and top case will be changed.

Event description:
The customer returned the product for a "travel coarse error", check clutch/plunger lever. During device evaluation, the error was duplicated through the plunger travel test. There was no reported patient involvement.